Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, lead, implanted: (B)(6) 2013. Product ID: 4196-88, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low amplitude r waves. It was further reported that the right atrial (ra) lead showed possible intermittent undersensing. It was noted that some atrial events were falling in blanking leading to false termination of atrial arrhythmia episodes. The leads remain in use. No patient complications have been reported as a result of this event.